Event description:
Reportedly, during a device replacement procedure on a pacing-dependent patient, the ventricular lead was connected to the subject pacemaker but no pacing was observed. The patient was in asystole. The device was then placed in the pocket and no pacing was observed. The lead was disconnected from the device and connected to a psa. The lead was then reconnected carefully to the subject device; a pull test was reportedly performed confirming that the leads were well connected but no pacing was observed outside the pocket nor inside. A new pacemaker was connected to the ventricular lead and pacing was observed immediately.

Manufacturer narrative:
Event corrected.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a device replacement procedure on a pacing-dependent patient, the ventricular lead was connected to the subject pacemaker but no pacing was observed. The patient was in asystole. The device was then placed in the pocket and no pacing was observed. The lead was disconnected from the device and connected to a psa. The lead was then reconnected carefully to the subject device, no pacing was observed outside the pocket nor inside. A new pacemaker was connected to the ventricular lead and pacing was observed immediately.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a device replacement procedure on a pacing-dependent patient, the ventricular lead was connected to the subject pacemaker but no pacing was observed. The patient was in asystole. The device was then placed in the pocket and no pacing was observed. The lead was disconnected from the device and connected to a psa. The lead was then reconnected carefully to the subject device; a pull test was reportedly performed confirming that the leads were well connected but no pacing was observed outside the pocket nor inside. A new pacemaker was connected to the ventricular lead and pacing was observed immediately.

Manufacturer narrative:
Preliminary analysis on returned device did not reveal any device malfunction.

Event description:
Reportedly, during a device replacement procedure on a pacing-dependent patient, the ventricular lead was connected to the subject pacemaker but no pacing was observed. The patient was in asystole. The device was then placed in the pocket and no pacing was observed. The lead was disconnected from the device and connected to a psa. The lead was then reconnected carefully to the subject device, no pacing was observed outside the pocket nor inside. A new pacemaker was connected to the ventricular lead and pacing was observed immediately.